Manufacturer narrative:
One used unit was received with an empty reservoir. Upon receipt, a flow test was performed for 19.2 hours per procedure. At the end of the flow test, the results of the flow rates (ml/hr) were as follow: basal calculated 2.04 normalized (2.5%) 2.09 specification range 1.75 - 2.25 bolus calculated 1.98 normalized (2.5%) specification range 17.5 - 2.25. The flow rates were found to be within the specification range. Furthermore, the glass capillary was microscopically examined for possible double lumens, but only one lumen was detected. Additionally, the imprint on the flow restrictor was verified as correct assembly and the o-rings were in proper placement. Based on the findings, the overinfusion complaint condition was not confirmed.

Event description:
Baxter reports "the user forgot to remove the shipping insert." The reporter indicates this resulted in an overinfusion to the patient. The device contained ropivacaine hydrochloride hydrate, morphine and normal saline. According to baxter no patient injury resulted.